Event description:
It was reported that due to the patients physique, the implantable pulse generator (ipg) migrated from the implant pocket and the pacing leads were pulled. The ipg was then  repositioned with pacing leads slack was adjusted. The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.